Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the hydro area of the synchron cx5 delta chemistry analyzer. Upon inspection, the fluid was coming from the exit sump of the analyzer when air was being pumped into the sump from the condensation valve. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and removed the sump and cleaned the growth from the float switch. The fse also removed and cleaned the liquid trap of growth. The fse then added bleach to the system and primed it.